Event description:
The consumer reported that he had stomach surgery on (B)(6) 2016 he noticed the stimulation going to his stomach when he sits down. The patient wanted to have a manufacturer representative present at his appointment to get stimulation adjusted. Further information received from the consumer reported that he had the device reprogrammed by a manufacturer representative and the device was fine in the office. The indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.